Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Section b5 is impacted.

Event description:
It was reported that the patient has the constant urge to void. When they were in the grocery store, they ignored the urge to urinate and, by the time they got home, they leaked. The patient feels the constant need to urinate and is concerned their neurostimulator is not working properly. The patient was assisted with increasing their stimulation and advised to consult their physician about their symptoms. The patient has a urinary tract infection (uti), which is the contributing factor of the patient's complaints. The patient is currently being treated for uti. The physician believes the uti is unrelated to the device. The patient is doing well.

Event description:
It was reported that the patient has the constant urge to void. When they were in the grocery store, they ignored the urge to urinate and, by the time they got home, they leaked. The patient feels the constant need to urinate and is concerned their neurostimulator is not working properly. The patient was assisted with increasing their stimulation and advised to consult their physician about their symptoms. It was further reported that the patient has a urinary tract infection (uti), which is the contributing factor of the patient's complaints. The patient is currently being treated for uti. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported complaint cannot be confirmed. The device was unavailable for evaluation and the complaint could not be confirmed. Known inherent risk was chosen as conclusion code due to reported issues being covered in axonics risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient has the constant urge to void. When they were in the grocery store, they ignored the urge to urinate and, by the time they got home, they leaked. The patient feels the constant need to urinate and is concerned their neurostimulator is not working properly. The patient was assisted with increasing their stimulation and advised to consult their physician about their symptoms. The patient has a urinary tract infection (uti), which is the contributing factor of the patient's complaints. The patient is currently being treated for uti. The physician believes the uti is unrelated to the device. The patient is doing well.